Manufacturer narrative:
The generator was returned to the service center for evaluation. The service evaluation could not confirm the reported e433 error at system startup as the generator was inspected and tested and passed all tests. All outputs were within specs. There were minor scratches on top cover. Minor scratches and dings on front panel.

Manufacturer narrative:
The referenced device was not returned to the service center for evaluation. The original equipment manufacturer conducted a device history record (DHR) review for the concerned device. A manufacturing and quality control review was performed and indicated there was no non-conformity associated with this device with respect to the described issue(s). The DHR review showed, that the device was manufactured according to valid instructions and met all specifications. There were no repair records for the device. The error message e433 is triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. It is part of the device's own security concept. The error e433 will cause the generator to restart. If the cause of the error is preserved, unlimited periodic restarts may occur. The user is required to check the function of all devices used prior to a procedure. In addition, according to instructions for use manual, a suitable replacement device must be provided during an application. Since no device was returned, the exact cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during an in-service at the user facility, the sales representative informed that the device would not power up and an error, e433 internal hardware failure, displayed on the device. The sales representative tried to restart the device multiple times but the device continued to receive the e433 error at system startup. There was no patient involvement reported.